Event description:
It was reported that a charge time out was observed on the device. Abbott technical support reviewed device session records and confirmed the event. A manual capacitor maintenance was attempted but failed to resolve the event. A device replacement procedure is anticipated. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of capacitor charge timeout was confirmed. The device was received at normal battery voltage level, with normal output and telemetry communication. Analysis of the device image indicated the device had a charge timeout during capacitor maintenance in the field. The charge timeout was able to be replicated during lab testing. After the hv caps were removed and reinstalled, the capacitor charge timeout could not be reproduced. The root cause of the capacitor charge time out events could not be conclusively determined.